Event description:
25 yo female underwent alaparoscopic procedure on 5/28/93. While the surgeon was inserting the 10mm trocar a gush of blood followed, which required immediate open laparotomy to control the bleeding. Findings during the procedure were an injury to the iliac vessel and a small bowel perforation. Both were repaired sucessfully.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.